Event description:
A report was received that the patient is having difficulty charging. X-ray taken showed that the patient's ipg has inverted from it's position. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient is having difficulty charging. X-ray taken showed that the patient's ipg has inverted from it's position. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information indicates that the patient will not be scheduled for a revision at this time. No further action will be taken at this point.